Event description:
A distributor reported a cartridge alarm issue with a pump, specifically alarm 20, which was verified in the pump's history. There was no reported impact on the customer's blood glucose level. The pump, which was within warranty, was replaced by tandem technical support following the recurrence of the alarm despite loading a second cartridge correctly. The customer declined to share details about backup therapy and also declined goodwill cartridges. Technical support provided instructions for storage mode and arranged for the return of the problematic pump using a prepaid label and return box.